Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Investigation and conclusion: no relevant medical data has been received. No further due diligence required as all required information to support the conclusion is available/was already requested. Visual examination: both cords were received for investigation. However, only the working and introduction zone of the cord is seen - the functional zone is not received. The visual examination shows a clear cut at the transition zone of the functional and working zone. A breakage of the cords as described in the event description cannot be observed. In the dynesys surgical technique it is mentioned that the functional zone is the part implanted in the patient. Do not work in the functional zone with the cord tensioning instrument. Only work in the working zone of the cord with the cord tensioning instrument. Only implant the functional zone of the cord. Implantation of the working or introduction zones in the patient could lead to cord failure. Based on the visual examination it can only be assumed that the functional zone was either implanted or discharged. The observed cut seems to be according to surgical technique. And a breakage of the cord cannot be seen, therefore the reported event cannot be confirmed. With the lack of information and the missing functional zone the reported event cannot be further investigated and based on the investigation a root cause cannot be identified. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer received device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Intra-operative complication dtl cord was fractured during the tensioning process.